Event description:
Presumed 1.5cm tip of PICC line guidewire broke off in the vasculature during insertion noted on chest xray. Tip in stable position, it has not migrated and poses no threat to the patient. Patient anatomy may have been a contributing factor.